Event description:
It was reported that during a da vinci-assisted surgical procedure, patient side manipulator (psm)1 was not continuously draped. The disc and drape of the first arm are connected so that the disc should rotate, but the disc did not rotate. The procedure was aborted; there was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that psm1 was the problem, so psm 1 was replaced and the procedure was aborted.

Manufacturer narrative:
The drape accessory has not been received for failure analysis evaluation.